Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. This complaint is an ancillary service event. The report of an iipv event was confirmed through an event history log review. The cause was determined to be false empty detect and use error with initial drain alarm setting inappropriately programmed. Homechoice / homechoice pro apd systems patient at-home guide states in the warnings: "setting the I-drain "his can result in an iipv situation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, an increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy on (B)(6) 2013 20:04:17. During night drain cycle one, the patient's ultrafiltration reading was 1786 ml, indicating the home patient (hp) drained 1786 ml more than their maximum programmed fill volume of 2400 ml. No further information was available.